Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation is confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for investigation. Upon evaluation, it was noted that the suture system was damaged because the loops were broken off. No issues were found on the other sutures. No functional test is applicable for this device. The most likely cause can be attributed to use error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery when tensioning the graft in the femoral tunnel, one of the button's traction wires snapped off, necessitating extraction of the button and graft from its tunnel, followed by a complete rewiring on a new ar-1588rt-2j endo-button before reassembling the graft in the tunnel. The broken wire were retrieved from patient and the surgery was finished successfully with a new device with same part number. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery. Update swit (B)(6) 2023: the complications which are explained in the description of the incident, mainly resulting in an or time, because the incident occurred in the final step of the surgery, the tensioning of the graft. The surgeons had to remove the button, remove the graft from both tunnels, remove the broken tightrope to put a new one and for that cut his stitching points on the graft. He had to start a new stitching from scratch on the new tightrope, pass a new passing suture in the tunnels and pull the graft in the tunnels a second time before being able to complete the surgery with the final tensioning. The graft has also been damaged by the several passages in the bone tunnels and the new stitching, but it shouldn't compromise the surgery.